Event description:
Additional information received reported that the cause of the event was unknown and the patient outcome was no injury. No further information was given.

Event description:
It was reported that high impedances >20000 ohms were observed on the following contact pairs; 0/1 was 20,419 ohms, 0/2 was 22,789 ohms, and 0/3 was 23,647 ohms. These impedances occurred following a battery replacement 3 months ago. The high impedance readings could be due to a short masking an open circuit as the impedance was elevated; but it's not >40,000 ohms. It was noted that contact 0 appeared to be a high impedance so the patient was programmed not using that contact. The other impedances from the case pairs "look very good" and corresponding bipoles followed the expected pattern. The patient outcome was noted as no injury and was getting excellent therapeutic benefit. The patient had good tremor control (better than before the replacement).

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 1998 (B)(6), product type extension product ID, 7426 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3387-40 lot# l56091, implanted: 1998 (B)(6), product type le. (B)(4).